Manufacturer narrative:
One medfusion pump was received with the plunger lever and barrel clamp head missing. The event history log was reviewed and there was nothing pertaining to the reported issue. The pump was inspected, but could not run because of the missing components. The reported issue was able to be replicated. The user had incorrectly assembled the pump and had removed the plunger lever and barrel clamp head. The missing and defective components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump was in alarm mode and needs to be repaired. The pump did not fail while in patient use; it had been in storage needing repair.